Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a "few weeks" after the implant of the implantable pulse generator (ipg) it was removed due to an infection. The source of the infection is unknown. The device was explanted and replaced. No further patient complications have been reported as a result of this event.